Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon had tore apart and was left inside- vagina [foreign body in reproductive tract] tampon had tore apart [device breakage] case narrative: consumer reported via email that the tampon tore apart and was left behind. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon had tore apart and was left inside- vagina [foreign body in reproductive tract]. Tampon had tore apart [device breakage] . Case narrative: consumer reported via email that the tampon tore apart and was left behind. No serious injury was reported.

Event description:
Tampon had tore apart and was left inside- vagina [foreign body in reproductive tract] tampon had tore apart [device breakage] case narrative: consumer reported via email that the tampon tore apart and was left behind. No serious injury was reported.

Manufacturer narrative:
Product was received 14 feb 2023. The lot code was added to the product and an investigation has been started.